Event description:
It was noted that the implant date of the neurostimulator was after the use by date. Additional information received reported that the patient's neurostimulator was replaced. The hcp diagnosis was noted as end of battery life.

Event description:
The stimulation has been turning off since (B)(6) 2011 but has occurred more in the past few months. Movement caused stimulation changes. When the patient moved, it sometimes caused a surging sensation/feeling but it was not determined if it was simply positional related or system integrity related. The impedance measurements with electrode 3 were greater than 10,000 ohms when compared to electrodes 0, 11 and 12. She was not programmed on those combinations. She was programmed to simple bipole of 14 and 15. Cycling and scheduled therapy were not programmed. The ins battery was at 3.03v. It was confirmed that the patient was reprogrammed and would be followed up in 2 weeks. Additional information has been requested.

Event description:
It was reported the internal neurostimulator (ins) was turning off randomly. The patient was given instruction to use the programmer to check the ins. She reported that the ins showed off. The patient could then turn the ins back on. At times it would take her 45 minutes to get stimulation to return. No cycling/scheduled therapy was programmed. It was reported this had been an issue since oct 2011. Impedance check showed high impedances on electrode 3. The ins battery was at 3.025 v. It was reported that when the stimulation was on and functioning it covered the pain great. Nothing remarkable in the patient diary. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the stimulator found no anomaly.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lead: model 39565-30, serial# (B)(4), implanted: 2010 (B)(6), explanted. Extension: model 3708120, serial# (B)(4), implanted: 2010 (B)(6), explanted. Extension: model 3708120, serial# (B)(4), implanted: 2010 (B)(6), explanted. Adaptor: model 3550-39, lot# n230332, implanted: 2010 (B)(6), explanted. (B)(4).